Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01975 and 3005099803-2018-01976 for the other associated device information. It was reported to boston scientific corporation that three capio¿ slim devices were received and unpacked on (B)(6) 2018. According to the complainant, during unpacking, holes in the inner packages of the devices were observed and devices were reported to be no longer sterile. It was also reported that there was no physician or patient involved. The procedure was completed with another capio¿ slim.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-01975 and 3005099803-2018-01976 for the other associated device information. It was reported to boston scientific corporation that three capio¿ slim devices were received and unpacked on (B)(6) 2018. According to the complainant, during unpacking, holes in the inner packages of the devices were observed and devices were reported to be no longer sterile. It was also reported that there was no physician or patient involved. The procedure was completed with another capio¿ slim.

Manufacturer narrative:
A visual examination of the returned capio¿ slim device revealed that an opened pouch of capio was returned for analysis. The pouch had a hole in the back section and another two scrapings in the same section. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this complaint is handling damage because it is possible that the way in which the device was handled and manipulated during shipping an external factor could have contributed to the failure found.